Manufacturer narrative:
The products remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillation lead and device displayed an impedance measurements greater than 125 ohms. The high impedance measurement was isolated to the proximal coil with shock lead integrity testing. During the lead revision procedure, the clinician tugged on the proximal coil and it came right out as the proximal setscrew was loose. The proximal coil was reinserted, the setscrew was tightened and normal lead measurements were obtained.